Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 24-sep-2023, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into an annulus measuring 6 mm, difficulty passing through the annulus with the delivery catheter system (dcs) was reported. Moderate calcification at the apex of the valve leaflet was observed with no calcification at the commissures. Difficulty during the first attempt was noted but the dcs managed to advance through the annulus. Tension applied to the valve leaflets from the dcs. Due to the shallow implant, it was difficult to recapture the valve and pass through the annulus again. The patient's blood pressure dropped to 30/14 and a rupture in the annulus was noted. The patient's chest was opened and a rupture in the ascending aorta was also observed. Drainage was performed and the rupture sites were surgically closed. Percutaneous cardiopulmonary support was performed, and the patient left the procedure while intubated. Per the physician, the thickness and inflexibility of the 18 french (fr) inline sheath may have led to the rupture of the valve annulus. Later that night the patient died. The cause of death was bleeding from the ascending aorta. Per the physician, the valve and dcs were contributing factors in the death.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that during the implant of the valve, difficulty passing through the annulus with the delivery catheter system (dcs) was reported. Difficulties advancing the dcs through the vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that there was moderate calcification at the apex of the valve leaflet. This indicates that the probable cause of the advancement difficulties was patient anatomy. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and a conclusive cause could not be determined from the limited information available. Vascular related complications, such as bleeding and rupture, are a known potential adverse patient effect per the evolut system ins tructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the thickness and inflexibility of the 18 french (fr) inline sheath may have led to the rupture of the valve annulus. Later that night the patient died. The cause of death was bleeding from the ascending aorta. Per the physician, the valve and dcs were contributing factors in the death. It was reported that the hardness of the dcs seemed to have caused the annulus to rupture. No procedural images were provided for review. As no procedural images were provided, the root cause of the vascular injuries could not be independently confirmed and the relationship to the dcs could not be established. Updated data: h6 - method, results and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 24-sep-2023, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into an annulus measuring 6 mm, difficulty passing through the annulus with the delivery catheter system (dcs) was reported. Moderate calcification at the apex of the valve leaflet was observed with no calcification at the commissures. Difficulty during the first attempt was noted but the dcs managed to advance through the annulus. Tension applied to the valve leaflets from the dcs. Due to the shallow implant, it was difficult to recapture the valve and pass through the annulus again. The patient's blood pressure dropped to 30/14 and a rupture in the annulus was noted. The patient's chest was opened and a rupture in the ascending aorta was also observed. Drainage was performed and the rupture sites were surgically closed. Percutaneous cardiopulmonary support was performed, and the patient left the procedure while intubated. Per the physician, the thickness and inflexibility of the 18 french (fr) inline sheath may have led to the rupture of the valve annulus. Later that night the patient died. The cause of death was bleeding from the ascending aorta. Per the physician, the valve and dcs were contributing factors in the death.

Manufacturer narrative:
Additional information was received indicating that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) balloon. No post-implant bav was performed. It was reported that the hardness of the delivery catheter system (dcs) seemed to have caused the annulus to rupture. Updated: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.